Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and broken battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they dropped their insulin pump a while back and part of the battery compartment broke. The customer glued a piece back to the battery compartment but it got stuck and they had to force the battery cap off which caused it to crack further. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.